Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging that a one touch verio pro meter had an apply sample issue. The patient did not allege any harm or injury because of the reported issue. The patient ran out of test strips for troubleshooting. However, the customer service representative involved in this contact noted that the patient was not using a correct technique for applying blood to the test strips. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an apply sample issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.